Event description:
After defrillating with the device 10 times, the next time the device was charged to 360 joules it would only charge to 208 joules. When it was attempted to defibrillate with the 208 joules it would not discharge - the screen read "system malfunction" then went blank. Another defibrillator was available for use.